Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. The patient was using an omnpod 5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the patient was hyperglycemic, had ketones, and was transported to the hospital for evaluation. The reporter indicated he had run out of insulin. The bg values were high; however, the cgm values were low and ¿jumpy.¿. At some point the sensor displayed low, however a bg fs value was 337 mg/dl. No symptoms occurred, and no treatment details were reported. The duration of time the patent remained at the emergency room was not provided. At the time of the report, it was indicated that the patient woke up with ¿good¿ numbers and was not hyperglycemic. No other patient or event details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.